Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an anomaly upon checking in the emergency room. The patient stated that a field representative adjusted the leads. The device remains in service. No adverse patient effects were reported.